Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure, this lead was removed from the device and a fracture occurred. The lead was tested the pacing system analyzer (psa) and pacing impedances of greater than 2,000 ohms and high thresholds were noted. The lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.